Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. A replacement pump with updated software was sent to the customer by technical support, and the customer was instructed to switch to an alternate method for insulin delivery to prevent interruptions until the new pump arrived. Additionally, steps for handling and returning the malfunctioning pump were provided and acknowledged by the customer.